Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. It was clarified that the date the event happened was (B)(6) 2017 and the date they became aware of the event was the date of surgery on (B)(6) 2017.

Manufacturer narrative:
Eval code-conclusion is no longer applicable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation of implantable pump serial number (B)(4) revealed no anomalies. The returned pump passed all functional testing in the laboratory. Eval code-result 3233 is no longer applicable. . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving fentanyl (1000 mcg/ml at 300 mcg/day), bupivacaine (10 mg/ml at 3 mg/day), baclofen (100 mcg/ml at 30 mcg/day), and hydromorphone (200 mcg/ml at 60 mcg/day) via an implanted pump. The ptm (personal therapy manager) was set for 30 mcg with a lockout interval of 90 minutes, dose restriction interval of 2 every 3 hours, and maximum activations of 8 in 24 hours. The patient¿s medical history included chronic pain secondary to peripheral neuropathy, adhd, seizures, constipation, diarrhea, depression, gerd, migraines, heart murmur, patent foremen ovale, peptic ulcer, and mrsa in urine. The patient¿s concomitant medications included naproxen, ibuprofen, anaspaz, zofran, lomotil, voltaren, topiramate, and microzide. The indication for pump use was malignant pain. On (B)(6) 2017 it was reported that the hcp stated the pump was being replaced as it ¿appears that the reservoir port may be damaged/incompetent". The pump was refilled with 20 ml of medication on [(B)(6) 2017] and later that day, the patient presented with somnolence and slow/shallow breathing. The patient was admitted through the ER (emergency room) into the ICU (intensive care unit) and treated with a 24 hour naloxone drip. The patient responded to the narcan drip with cessation of symptoms of narcotic overdose. A clinician accessed the reservoir port upon this admission and was unable to withdraw any medication from the reservoir. The pump was then filled with 10 ml of preservative free saline (1000 mcg/ml in simple continuous mode at 99.9 mcg/day). During the injection of the saline into the pump which was being done under fluoroscopy there was a flow of saline surrounding the pump visualized. The normal saline was withdrawn from the pump the following day and the expected residual volume was 9.8 ml, while the actual residual volume was 4.5 ml. The patient was taken to surgery on (B)(6) 2017. Intra-operatively, the clinician attempted to withdraw the expected 4.4 ml from the reservoir and obtained actual volume of 0.5 ml. Prior to disconnecting existing catheter from the pump, the clinician was able to freely withdraw fluid from the cap (catheter access port). The pump was replaced. It was unknown if the issue was resolved. The patient status was reported as ¿alive ¿ no injury¿. The hcp postulated that the patient had gained a lot of weight so the pump was "tilted" and perhaps the non-coring needle was accessing the septum at an angle hence negating the effect of the non-coring needle and there was also a possibility that the patient may have been accessing the reservoir herself thus "sabotaging" the pump. No further patient complications have been reported as a result of this event.